Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, prostate cancer, copd. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, prostate cancer, copd. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and ac power cord, pil powered on the device and initiated therapy verifying airflow. Review of the device log showed: they were 0 errors were logged. Blower hours: 16407.0 hours were logged. Therapy hours: 16403.5 hours were logged. Compliance rate (percent of days with usage >= 4 hours): 100%. Device humidification setting: set at 3. Tube temperature setting: set at 5. Pil was able to confirm the presence for degraded sound abatement foam residue in the blower box. Pil confirmed the presence of degraded sound abatement foam using a fitt. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil is unable to directly address the symptoms specified. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. Box d: device serviced by third party, device avail for eval, date returned? And device evaluated by mfg has been updated.